Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 8 weeks ago. Aneurysm and vessel morphology were not reported. It was reported that the pt came in for the 30 day follow-up CT scan which showed there was limb collusion in the unsupported stent segment of the bifurcated stent graft on the ipsilateral side. The area was compacted with thrombus and the aneurysm also contained thrombus. The aneurysm pressure from outside the graft collapsed and occluded the lumen of the ipsilateral limb. The thrombus was de-clotted with medication for 24 hours and later angiojet was performed as well as ballooning. Another MFR's self expanding stent was implanted in the unsupported stent area and ballooned. No additional clinical sequelae were reported and the pt is fine.